Event description:
Medtronic received info that this bioprosthetic valve, implanted approximately 6 months ago, was explanted due to higher than anticipated gradients. The pt refused to allow medtronic to review the echo and asked that the valve be sent directly to the hospital pathology department for analysis. It was reported that thrombus and pannus were found on the inflow during the explant. It was also reported that this surgeon commonly does not anticoagulate bioprosthetic valve implant patients according to the aha guidelines. The valve will not be returned to medtronic for analysis.

Manufacturer narrative:
Evaluation results; device history could not be reviewed as the valve serial number was not provided. Valve was not returned. Analysis: the valve was not returned for analysis. Conclusion: without the return of the valve, no definitive conclusions can be drawn regarding the performance of the valve. The report of pannus and thrombus seen at explant leads us to believe that this may have been the cause of the high gradients. These findings are generally considered a pt related condition.